Manufacturer narrative:
(B)(4).

Event description:
It was reported that a gauge reading inaccuracy occurred. The target lesion was located in the coronary artery. A 26 encore balloon catheter inflation device was selected for use. During the procedure, it was noted that the gauge meter did not go back to the initial position upon applying first pressure. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was returned for evaluation. Visual examination revealed that the gauge needle was reading beyond 26atm. The device locking mechanism test was completed where the plunger handle is rotated to achieve 26atm¿s. The needle would show an increase in pressure; but when pressure was released, the needle returned to beyond 26atm. Gauge accuracy test was also done at 13atm, 26atm & 0atm to assess the accuracy of the gauge under pressurization and at 0 pressure. The result was not within the parameters. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a gauge reading inaccuracy occurred. The target lesion was located in the coronary artery. A 26 encore balloon catheter inflation device was selected for use. During the procedure, it was noted that the gauge meter did not go back to the initial position upon applying first pressure. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.